Event description:
It was reported that a person using the ilet bionic pancreas experienced recurrent low blood glucose, including an evening value of 58 mg/dl, and inquired about pausing the system overnight; education was provided on meal announcements and pausing only as needed, and the user planned to consult a healthcare professional about nighttime disconnection. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included a review of available usage and event information and provision of troubleshooting and user education. Investigation of this case revealed no device malfunction reported and that lows were occurring primarily in the evenings despite user perception of overnight alerts, with education reinforced regarding consistent meal announcements and appropriate use of the pause feature. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.